Event description:
The account encountered a failed dilution check due to high bias with lot 4md707 quiklyte® dilution check. There was no indication of change or delay of patient treatment due to the dilution check failure. There was no report of adverse health consequences as a result of the dilution check failure.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed complaints of failing dilution checks when using quiklyte dilution check lot 4md707. This lot may exhibit a positive bias possibly beyond 5% that can result in a dilution check failure or may result in an unnecessary correction if the bias is between 1-5%. A dilution check failure prevents complete installation of the quiklyte(r) integrated multisensor as described in the dimension operator's guide. The overall risk to health is related to a potential sodium correction up to 5% that may result in a depressed value which is likely to be detected by quality control. Siemens issued an urgent medical device recall communication 15-13 dated february 2015 to customers who had ordered dilution check lot 4md707 advising them to discontinue the use of the lot. Siemens offered a no charge replacement with a non-impacted lot of dilution check. Siemens provided the account with a copy of the communication.